Event description:
The field sales associate (fsa) reported the following: on (b)(3) 2023, this patient underwent an endovascular repair for an infrarenal aortic aneurysm and bilateral iliac aortic aneurysm treated with a gore® excluder® iliac branch endoprosthesis and with a gore® excluder® aaa endoprostheses. It was reported that images dated (b)(3) 2023, revealed a type iii endoleak (component disconnection). The gore® excluder® aaa endoprosthesis had slipped out of the gore® excluder® iliac branch endoprosthesis. On (b)(3) 2023, there was a reintervention, the area was bridged with a gore® excluder® aaa endoprosthesis (plc271000). The patient tolerated the procedure. Additional devices implanted and/or related to this event: ceb231410a/ (B)(6), UDI: (B)(4).

Manufacturer narrative:
Additional devices implanted and/or related to this event: ceb231410a/ (B)(6), UDI: (B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.